Manufacturer narrative:
The subject device was received and evaluated. Device evaluation, the following noted : product name: kd-v451m lot no .: 1yk. The incision knife was not broken. The slider was operated however, it was noted that it could not store the incision knife. The operation was checked and found wire was broken near the joint with the operation pipe. The fractured part was inspected and noted that the shape of the ductile fracture could be seen. The outer diameter of the operation wire was measured and no problem was observed in addition, no abnormality was found in the actual product. Evaluation findings found the knife wire was not broken however, the operation wire of the operation part was found broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during surgery, the knife wire breaks and when energized. The output setting is unknown. The intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event.